Event description:
Patients' wife reports that patient was very ill before surgery and was going into surgery with a lot of loss of muscle mass from other medical issues. Since surgery, patient has been experiencing pain. She was told by her surgeon there was no recall on device. In (B)(6), he had a stroke and loss a lot of strength in his left side, so he puts a lot of pressure on right leg. Upper part of thigh burns and has "prickling" sensation. Family physician is referring them to a different surgeon for follow up. Patient can not stand up straight.

Manufacturer narrative:
The following other devices were added in this report: trident psl ha cluster 54mm; cat# 542-11-54f; lot# 37964601; secur-fit max 132 hip stem #9; cat# 6051-0935s; lot# mkrwv6; c-taper cocr lfit head 36mm/-5; cat# 06-3699; lot# mkdj95; 6.5 cancellous bone screw 40mm; cat# 2030-6540-1; lot# mjlttd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding pain involving a trident 10° x3 insert 36mm ID was reported. The event was not confirmed. Device evaluation not performed as no devices were returned. Insufficient medical records were provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
Patients' wife reports that patient was very ill before surgery and was going into surgery with a lot of loss of muscle mass from other medical issues. Since surgery patient has been experiencing pain. She was told by her surgeon there was no recall on device. In january he had a stroke and loss a lot of strength in his left side so he puts a lot of pressure on right leg. Upper part of thigh burns and has "prickling" sensation. Family physician is referring them to a different surgeon for follow up. Patient can not stand up straight.